Event description:
The facility representative reported an infuso.r. Pump with a condition of "led is not functioning, attention light is on". It is unknown when or in which department this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a micro-processor unit (mpu) printed circuit board (pcb) issue. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "led is not functioning, attention light is on" was confirmed during device evaluation. Service determined the reported condition was due to a faulty micro-processor unit printed circuit board. There were no repairs performed to resolve the reported problem as the device was returned unrepaired due to a lack of customer approval for the cost of repair estimate.